Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 42-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. While on support, bleeding was observed around the impella cp insertion site, requiring transfusion of 3 units of blood products. Hemolysis was also reported, as evidenced by laboratory findings demonstrating a haptoglobin level <20. The patient was receiving anticoagulation and antiplatelet therapy, including heparin at 14 units per kilogram per hour, aspirin, and clopidogrel. Partial thromboplastin time was noted to be 54 seconds. Repositioning was performed and resolved the positioning issue; however, the repositioning sheath was not properly placed with angle matching. Possible vascular damage was reported. Additional contributing factors included obesity, patient restlessness, and improper dressing. During patient repositioning, the impella cp device and sheath were accidentally displaced. The physician was notified and proceeded with device explant. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and removed. The patient survived to explant. Bleeding and hemolysis are known risks associated with impella support and may be influenced by anticoagulation requirements and the patient's underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
H6 health effect - clinical code vascular dissection was no longer applicable to this report.

Event description:
Updated clinical narrative: additional information confirmed that the suspected vascular damage was ruled out. The noted bleeding around the repositioning sheath is multifactorial, including bleeding, patient size and device securement technique. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 42-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. While on support, bleeding was observed around the impella cp insertion site, requiring transfusion of 3 units of blood products. Hemolysis was also reported, as evidenced by laboratory findings demonstrating a haptoglobin level <20. The patient was receiving anticoagulation and antiplatelet therapy, including heparin at 14 units per kilogram per hour, aspirin, and clopidogrel. Partial thromboplastin time was noted to be 54 seconds. Repositioning was performed and resolved the positioning issue; however, the repositioning sheath was not properly placed with angle matching. Possible vascular damage was reported. Additional contributing factors included obesity, patient restlessness, and improper dressing. During patient repositioning, the impella cp device and sheath were accidentally displaced. The physician was notified and proceeded with device explant. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and removed. The patient survived to explant. Bleeding and hemolysis are known risks associated with impella support and may be influenced by anticoagulation requirements and the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e